Event description:
It was reported that the ilet pump¿s display screen had been cracked for several months and subsequently became nonfunctional after the user paused the pump for a shower and attempted to resume use, resulting in an inability to operate the device. Symptoms included no adverse health effects. Outcomes included the user switching to backup therapy and a replacement ilet being arranged. Investigation included review of the reported condition and initiation of device replacement. Investigation of this case revealed a damaged user interface display that rendered the device unusable, consistent with physical damage to the screen component rather than a software or alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface damage due to external physical impact.